Event description:
It was reported that during a stent placement procedure that the stent suture broke. As the physician was attempting to implant a ultraflex tracheobronchial stent in the patient's lungs /1 segment / bronchus into a malignant tumor. However, as the catheter delivery was being advanced into the 1 segment of the bronchus, and the stent was correctly placed started pulling the thread to deploy the stent. However, the thread "got stuck" and the stent did not deploy and pulled the device out due to fear of perforating the tissue. The procedure was completed with another of the same device. There were no patient complications reported and patient status post procedure is ok.

Manufacturer narrative:
Device analysis can confirm that it was not possible to fully deploy the stent due to the suture thread getting wrapped around the retention suture as the stent was being deployed. As per crochet procedure for this product, the retention suture is to be stretched out to lie over the stent and it is then crocheted over. In the case of this unit, the suture thread on release has gone either side of the retention suture thread and further pulling in order to deploy the unit just tightens the knot making it impossible to fully deploy the stent. A review of the manufacturing records that the device met its material, assembly and product specifications, at the time of release to distribution. All relevant personnel have been notified of this complaint. We will continue to monitor this type of complaint in order to ensure that there is no compromise with product quality. Device analysis can confirm that it was not possible to deploy the stent due to the suture thread getting wrapped around the retention suture as the unit was being deployed.